Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 40 mm watchman flx pro closure device was implanted (B)(6) 2026. The patient was discharged on plavix and aspirin. At the routine 45-day follow up computed tomography (CT), imaging showed thrombus from the threaded insert of the device to the limbus wall. The patient will be placed eliquis and aspirin. The patient will follow up for a rescan in six weeks. The patient had documented thrombus in the laa for eight months prior to the watchman being implanted. No further complications were reported.